Event description:
It was reported, "on taking patients blood down, noted that dressing has pool of blood present. Taking the dressing back, flushed dressing and noted that leaking at entry site. Spoke with consultant about same, then removed PICC, flushed post removal and PICC fractured. Used for chemotherapy drugs. There has been no patient impact." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.